Event description:
It was reported that the user experienced a rapid drop in blood glucose followed by muscle spasms, twitching, and a seizure while using the ilet bionic pancreas, and the cause of the hypoglycemia was unclear; troubleshooting and education were completed, and the event was categorized as an urgent low glucose. Symptoms included hypoglycemia with seizure activity, transient memory loss, and fatigue. Outcomes included the need for oral glucose administration and recovery without hospitalization. Investigation included a complaint review and user interview. Investigation of this case revealed no confirmed device malfunction or component failure, and no device-related root cause was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction and unclear contributing factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.